Event description:
It was reported in an article that a pt had their device removed due to a "clinical deterioration or status epilepticus". No other info regarding the event is available in the article. Attempts for further info from the author of the article have been unsuccessful to date; therefore, the relationship between the issue and vns therapy cannot be determined.